Event description:
Case performed in 2004 malar post popped out on one side of pt underload. Per discussion physician had problem fitting the device during surgery and used forceps to bend the device to stay on. Next day noticed swelling. The device had apparently twisted the maxilla. Pt reopened & device remove. Rep informed in 1/2005 of event labeling specifics that dedicated instruments should be used. Any bending should be done preoperatively. It is not intended to endure abnormal stress.